Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after insertion. Additional information was received that, the marks were on the edge and not in the visual axis and the lens was inserted in the left eye.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens scratched; therefore, the condition of the product could not be verified. Photos were attached to the parent file and were reviewed by the investigation site. The first photo shows a lens and is unrelated to this record. The second picture shows a lens and a device. It is unclear from the photo what the device is and the reported event cannot be confirmed. The third photo is of the implant card and is unrelated to this record. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).